Event description:
It is reported that the pt was revised due to pain, infection and instability.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. The part and lot numbers are unk; therefore the device history records could not be reviewed. This device is used for treatment. Surgical notes were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any pt infection. A definitive root cause cannot be determined with the info provided.